Event description:
The patient's wife reported the patient's insulin infusion set is leaking at the site. She stated, the adhesive on the infusion set is coming loose after 1 or 2 days. She said, this has occurred only with this box of infusion sets. During troubleshooting, the patient's wife stated, the patient changed his infusion headset every 3-5 days before the issue started occurring. She was advised the recommended time of usage was 2-3 days. The patient's wife was not sure if any of the infusion sets had been kept. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.